Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the right and left common femoral vein was attempted with 3 prostyle devices via an 8f sheath hole after an electrophysiology ablation interventional procedure. Reportedly for all 3 devices, the lever was returned to its original position during step 4, but the foot did not retract. There was resistance while attempting to remove the devices. After manipulation, the foot plate of 2 devices partially retracted and 1 foot plate fully retracted. The devices were simply removed without the need for intervention. There was no damage to the vein. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.